Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call.. Product is working as designed. Most likely underlying root cause : mlc-21 improper technique of obtaining or applying blood sample. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling shaky but says it may be due to feeling anxious. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specifications. During the call on (B)(6)2017, a blood test was performed by the customer non-fasting and produced test results of 357mg/dl using true metrix meter. Customer says her glucose has been a bit elevated the past few days but she is taking insulin to treat issue. Customer will follow her doctors instructions for elevated blood glucose. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is within the month of (B)(6) 2017. The meter memory was not reviewed for previous test result history.